Event description:
It was reported when using the bd pyxis¿ medstation¿ es, a drawer that required maintenance, and a reboot was performed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient which resulted in a delay in the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 1 had failed. A field service engineer (fse) found that drawer 1 wouldn¿t close due to debris blocking the sensor. The fse removed all the debris from the drawer, and all functions returned to normal. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, a drawer that required maintenance, and a reboot was performed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient which resulted in a delay in the patient workflow. There were no adverse events or injuries reported based on this event.